Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. A visual inspection was conducted. The connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position. The connector collar was returned separately. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.